Event description:
The user facility reported a 68-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The care had been escalated for the cardiomyopathy patient awaiting a vad or heart transplant. The patient on impella support had experienced a leak from the connection from the purge line to the yellow connection on the side arm, which was loose and d5 was leaking from the connection into the sidearm retainer.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir. Clean the connector cable with 70% isopropyl alcohol. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was use related since it was loose and then resolved by tightening. This report is being filed as part of a retrospective review of historical records.